Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient had experienced a syncopal episode and was admitted to the hospital. Review of their subcutaneous implantable cardioverter defibrillator (s-ICD) indicated there was a delay in therapy. Oversensing of myopotential noise as well as undersensing of low amplitude morphologies were thought to have contributed to this. The s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.